Event description:
It was reported that during a percutaneous intervention (pci) procedure a stent dislodgement occurred. The unspecified target lesion was located in the iliac artery. An unknown stent was implanted proximal to the target location. An unspecified express ld iliac/biliary stent was advanced "up and over" to the target lesion and was thought to be deployed distally to the previously implanted stent. The delivery system was removed; however, it was determined that the stent was not deployed and had migrated to an unknown location. The dislodged stent remains in the patient. The patient's current condition is unknown. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).